Event description:
Drug/diluent: ropivacaine 0.2%, fill volume: 400 ml, flow rate: 10 ml/hr, procedure: total left knee arthroscopy, cathplace: left saphenous. The noc nurse noticed that the pump appeared "empty" in the early hours of the morning (i.e. Between 2am-5am), but this was not documented by the rn. There was also a significant amount of leakage at the catheter insertion site and on the pt's bedding that reportedly started the evening of (B)(6) 2013. Date/time pump was filled: (B)(6) 2013 at 14:42. Date/time pump was disconnected: (B)(6)2013 at 06:00.

Manufacturer narrative:
Method: the sample has been reported to be available for an eval and investigation. I-flow is pending receipt of the sample at this time. Results: the device history record for the lot number provided is currently being reviewed. Conclusions: a f/u report will be submitted when the eval and investigation have been completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.